Manufacturer narrative:
Quality controls were run on the meter on the day of the incident and passed. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable glucose result for one patient from the accu-chek inform ii meter serial number (B)(4). The specific date of the event was not known. (B)(6) 2021 is an approximation. The first result was 477 mg/dl. Three minutes later, the repeat result was 100 mg/dl. The result from the laboratory was close to 400 mg/dl, but the exact value was not known. The time of the laboratory test was not known. Two different finger sticks were used for the meter tests, but the same finger was used.